Manufacturer narrative:
Health effect - impact codes: f08. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of transient ischemic, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported injecting a patient in the perioral area and perioral line with 2 ml of juvéderm® volite¿. A month later, the patient was injected in the perioral area and perioral line with 1 ml of juvéderm® volite¿. Three weeks later, patient was hospitalized due to non-device related events of transient ischemic, type 2 diabetes mellitus, hypertension grade 2, and hyperlipidemia. Patient was treated with papaverine hydrochloride for injection, butylphthalide sodium chloride injection, aspirin enteric-coated tables, atorvastatin calcium tablets, and pantoprazole sodium enteric-coated tablets and the following day with clopidogrel hydrogen sulfate tablets and urinary kallidinogenase for injection. Patient has been discharged six days after admission and the patient symptoms are stable. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00008 allergan complaint (B)(4).this MDR is being submitted for the first injection of suspect product, juvéderm® volite¿.

Event description:
Additionally, the patient was treated with sacubactril valsartan sodium tablets, with nifedipine controlled release tablets 10 days later, with irbesartan hydrochlorothiazide tablets, amlodipine atorvastatin calcium tablets, and metformin hydrochloride sustained release tablets 8 days later, and with sitagliptin phosphate tablets 4 days later. The patient had a retinol binding protein, alanine aminotransferase [sgpt/alt], aspartate aminotransferase [sgot/ast], albumin, cholesterol/hdl-cholesterol, homocysteine, apolipoprotein a1, creatine kinase [ck;cpk], rbc casts, erythrocytes distribution width [red cell distribution width, rdw], rdw standard deviation, and eosinophils/leukocytes [eosinophils %] blood test performed.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Healthcare professional reported injecting a patient in the perioral area and perioral line with 2 ml of juvéderm® volite¿. A month later, the patient was injected in the perioral area and perioral line with 1 ml of juvéderm® volite¿. Three weeks later, patient was hospitalized due to non-device related events of transient ischemic, type 2 diabetes mellitus, hypertension grade 2, and hyperlipidemia. Patient was treated with papaverine hydrochloride for injection, butylphthalide sodium chloride injection, aspirin enteric-coated tables, atorvastatin calcium tablets, and pantoprazole sodium enteric-coated tablets and the following day with clopidogrel hydrogen sulfate tablets and urinary kallidinogenase for injection. Patient has been discharged six days after admission and the patient symptoms are stable.additional information reported patient was treated with amlodipine for lowering/regulating lipid, rosuvastatin for lowering/regulating lipid and stabilizing plaque, fatty liver, and melbine (dmbg) for hypoglycemic agent. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00008 (allergan complaint #(B)(4)). This MDR is being submitted for the first injection of suspect product, juvéderm® volite¿.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/2. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported injecting a patient in the perioral area and perioral line with 2 ml of juvéderm® volite¿. A month later, the patient was injected in the perioral area and perioral line with 1 ml of juvéderm® volite¿. Three weeks later, patient was hospitalized due to non-device related events of transient ischemic, type 2 diabetes mellitus, hypertension grade 2, and hyperlipidemia. Patient was treated with papaverine hydrochloride for injection, butylphthalide sodium chloride injection, aspirin enteric-coated tables, atorvastatin calcium tablets, and pantoprazole sodium enteric-coated tablets and the following day with clopidogrel hydrogen sulfate tablets and urinary kallidinogenase for injection. Patient has been discharged six days after admission and the patient symptoms are stable. Additional information reported patient was treated with amlodipine for lowering/regulating lipid, rosuvastatin for lowering/regulating lipid and stabilizing plaque, and melbine (dmbg) for hypoglycemic agent. Additionally, the patient was treated with sacubactril valsartan sodium tablets, with nifedipine controlled release tablets 10 days later, with irbesartan hydrochlorothiazide tablets, amlodipine atorvastatin calcium tablets, and metformin hydrochloride sustained release tablets 8 days later, and with sitagliptin phosphate tablets 4 days later. The patient had a retinol binding protein, alanine aminotransferase [sgpt/alt], aspartate aminotransferase [sgot/ast], albumin, cholesterol/hdl-cholesterol, homocysteine, apolipoprotein a1, creatine kinase [ck;cpk], rbc casts, erythrocytes distribution width [red cell distribution width, rdw], rdw standard deviation, and eosinophils/leukocytes [eosinophils %] blood test performed. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00008 (allergan complaint #(B)(4)). This MDR is being submitted for the first injection of suspect product, juvéderm® volite¿.

Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of transient ischemic, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Additionally, 10 months later; patient was hospitalized due to another lacunar cerebral infarction, deemed not device related. Patient was discharged 5 days later and event resolved.

Event description:
Additional information reported patient was treated with amlodipine for lowering/regulating lipid, rosuvastatin for lowering/regulating lipid and stabilizing plaque, fatty liver, and melbine (dmbg) for hypoglycemic agent.